Event description:
It was reported that a spectrum pump alarmed upstream occlusion. The event occurred during an unspecified process step at the outpatient chemotherapy suite. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: h6 medical device problem code ai60105 should have been included in initial report. Correction b5: the specific alarm displayed was an upstream occlusion when the line was unclamped and if the blue slide key clamp is left on in error the pump would not alarm when occlusion present. Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, if the line was occluded the device did not alarm to indicate an occlusion, however the device was not found to falsely alarm for upstream occlusion during testing. A review of the event history log revealed upstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted. The device was received for evaluation. During functional testing, an occludes when the line. A review of the event history log revealed air in line messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an failed ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.